Manufacturer narrative:
With review of available information, there is no indication that there were any device performance issues that could have led to the gi bleed. Clinical factors such as the patient's development of cecal angioectasias and the patient's coagulapathies and use of anticoagulation therapy could have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Serious and life threatening adverse events have been associated with the use of this device.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads.  The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that there was major bleeding in a subject presented to the emergency room on (B)(6) 2015.&#2068;here was acute onset of rectal bleeding for the past two days. The subject also started experiencing chest pain on (B)(6) 2015. The subject was admitted to the hospital. Subject had a colonoscopy performed on (B)(6) 2015 which found a single bleeding cecal angiectasia which was treated with bipolar cautery. The admission medications were coumadin 2 mg four times daily by mouth. The subject was discharged in stable condition on (B)(6) 2015.